Event description:
The manufacturer received information alleging headaches and cough related to a CPAP device's sound abatement foam. The patient was prescribed steroid medication. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.